Event description:
It was reported that during an esophagectomy procedure the doctor stapled and a full anastomosis was not achieved and another was opened to finish procedure. No patient consequences reported. Device has been discarded.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned for analysis. A packaging lot number was provided. The manufacturing records were reviewed and we were unable to confirm the complaint or determine the cause potential/probable cause of the reported event. Additional information: was the malfunction detected visually or by a leak test? Visually. How was it confirmed that the anvil was secured to the trocar? Click was heard and dr. Tested by pulling gently. What confirmation was received indicating the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch. Was more than one firing stroke required to hear the crunch? Not as far as the surgeon can remember. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Yes. When was the red safety removed prior to firing? No after firing. Was the breakaway washer completely cut through? Yes. Were staples observed in the tissue? Yes. What did the staple form look like? B. What area of the staple line were staples missing? Posterior. Was the safety reset before removal attempted? Yes. Were any removal issues experience? No.